Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced safety mechanism failure. The following information was provided by the initial reporter: device failure after bevel removal. Which component had the deviation? Needle retraction mechanism. Was there any impact on the patient/health worker? (Detail) no. Was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? (Detail) no. Has there been blood exposure to mucous membranes or skin? (Detail) no.

Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the reported condition of catheter tip integrity were available for examination, we were unable to fully investigate this incident. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced safety mechanism failure. The following information was provided by the initial reporter: device failure after bevel removal. Which component had the deviation? Needle retraction mechanism. Was there any impact on the patient/health worker? (Detail) no. Was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc? (Detail) no. Has there been blood exposure to mucous membranes or skin? (Detail) no.